Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg would not communicate with external devices. In turn, surgical intervention may be planned to resolve the issue.

Event description:
It was reported that the patient underwent surgical intervention on 14 march 2019 wherein the scs ipg was explanted and replaced. Effective therapy was reportedly restored postoperatively.